Event description:
It was reported that device caused over infusion of medication. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that there was over infusing while using device. No labels missing, device was in good condition. Performed delivery accuracy testing. Unable to determine what caused the problem. Trimmed expulsor as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump experienced over infusing problem. No adverse effects reported.